Event description:
Multiple illnesses and symptoms over the years after breast implants from memory loss, foggy brain, joint pain, fibromyalgia, chest pain, numbness and tingling in hands and feet. Back pains, severe fatigue, weight gain related to exhaustion and fatigue, fluid retention. Irritated bowel, stomach issues, multiple allergies, skin rash.